Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the door was broken. The field service engineer (fse) spoke with the customer and informed them that the fse did not have a replacement door available at the time. The fse identified an unused space and removed a door from another tower. The fse then went to the tower with the broken door and installed the removed door on that tower. The fse informed the customer that they would return later to install the replacement door on the other tower. The customer logged in, recovered the storage space, and tested the door successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was broken and required replacement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.